Event description:
Pt had a fall 8 weeks post op from original surgery, then complained of squeaking and clicking. The surgeon queried edge loading. During revision surgery, there was wide spread "metalosis". The acetabular implant was well fixed. Original surgery was the 24.1.08.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.